Event description:
Healthcare professional reported a right-side deflation. Manufacture of device unknown. Device remains implanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, yellow particles in device inner surface and one curved opening. A leak test was performed which identified opening. A microscopic analysis was performed which identify: one sharp opening. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening. The reason for reoperation was deflation.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Manufacture of device unknown. Device remains implanted.